Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21053. The patient (B)(6) received two model 3156 leads with the same lot number and a model 3189 lead. It was reported the patient underwent surgical intervention due to lead migration after experiencing a fall. The physician used diathermy to resect scar tissue from the leads. There is no additional information at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.